Event description:
User reported 5 false positive results. Negative unspecified additional tests. This is report 4 of 5.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6)(3014862188-2021-00742, 741, 740, 738: test 1, 2, 3, 5 of 5).

Event description:
User reported 5 false positive results. Negative unspecified additional tests. This is report 4 of 5.